Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted an excess solvent on the drain bag. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to manufacturing caused by excess solvent on the tubing to the port of the drain bag during the assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disposable disconnect y-set was damaged; further described as ¿a hole where it joined the tube¿. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.